Event description:
Attorney reported: in 2004 - pt underwent surgery to repair a hernia. At that time a composix kugel patch was inserted in her. In 2007 - pt developed severe abdominal pain caused by a complete obstruction of the small intestine. In 2007 - after the symptoms failed to resolve by less intrusive methods, pt underwent abdominal surgery. During the surgery, the surgeon found that one of the staples holding the mesh in place had come loose resulting in the mesh and/or staple migrating and obstructing the bowel.

Manufacturer narrative:
Currently, it is unknown whether or not the devic may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.